Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the device had a feeding issue? Did device feed clips sideways into the jaws? Did device eject clips that were unformed? Or did the device fire malformed clips? If yes, were the clips not completely closed (clip gap)? I do not have any additional information. Possible that the account submitted this inquiry.

Event description:
It was reported that during an unknown procedure, the product ejected staples that would not close all of the way. There were no patient consequences. Unknown how case was completed.